Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the inspection before use at the user facility, the subject device (examination lamp) did not light up when clv-s40pro used by incorporating the subject device was turned the power on. The subject device had been used for 300 hours and there was a gas leakage. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device (examination lamp) was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the subject device did not light up as reported, the lens surface was cracked and deteriorated due to gas leakage, and the heat compound was accumulated due to excessive application of it. Based on the result of the investigation, omsc was presumed that reported phenomenon was attributed to the crack on the lens surface and the gas leakage from the crack, which might be caused by the deterioration of the subject device due to the long-term storage. In addition, the deterioration of the subject device might be accelerated by the improper heat dissipation due to excessive application of the heat compound. If additional information is received, this report will be supplemented.